Event description:
It was reported that within a few minutes if initiating support, a blood to gas leak was observed. Approx 5-10ml of blood leaked out of the exhaust port. The device was changed out without pt impact. (B)(4).

Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).